Event description:
Customer reported that she was released from the hospital the night before. There was no information regarding her hospitalization. The customer also stated her blood glucose was 391 mg/dl. The customer also stated she was manually bolusing. She also reported the insulin pump was not accepting her information. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).